Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 stapler was placed in anal canal as normal for procedure. The stapler was fired and the washer was heard to break. The doughnuts were checked and were complete, but the anastomosis did not work. Staples were found correctly formed but loose. The procedure was completed by hand suturing the anastomosis. There was no further consequence to the pt.